Event description:
Information was received indicating that this tracheostomy required an emergency change out due to mucous plugging the airway. No additional adverse patient effects were reported.

Manufacturer narrative:
A portex® portex bivona flextend¿ tts¿ pediatric tracheostomy tube was returned for analysis. Visual inspection of the used device using the unaided eye did not reveal any defects. The inner diameter was determined to be smooth and the wires were fully encapsulated. A 6 fr suction catheter was inserted through the full length of the device. It traveled freely without any obstructions. The formation of a mucous plug generally is the result of inadequate or failure to routinely perform patient suctioning. The investigation determined that there was no manufacturing defect with the returned device. The failure mode of obstruction/occlusion was not confirmed. No fault was found.